Event description:
Same case as MFR report #: 2134265-2011-01468. Same patient as MFR report #: 2134265-2008-02682. (B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. In (B)(6) 2010, to treat 90% in-stent restenosis lesions of three previously placed non-bsc stents in the proximal and mid right coronary artery (rca). The lesion measured 3.5x4mm and two taxus liberte stents (3.5x16mm and 3.5x32mm) were placed resulting in 0% residual stenosis. In (B)(6) 2010, in-stent restenosis was found at the mid rca. Treatment consisted of balloon dilation. At the three year study follow up in (B)(6) 2011 the patient had no angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)